Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device received and an evaluation was performed. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. The sample analysis revealed no issue that could have caused or contributed to the reported problem. The service history review revealed no previous service events that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.